Event description:
Bayer case number: (B)(4). Constant pain [pelvic pain female]. Haemorrhagic periods [heavy periods]. Depression [depression]. Migraines [migraine]. Osteoarthritis flare-ups [osteoarthritis flare up]. Breast cancer [breast cancer]. Chronic fatigue [chronic fatigue]. Reduced quality of life [quality of life decreased]. Reduction in working hours [inability to work]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 29-apr-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("constant pain") in a 44-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6)2016, the day of essure insertion, she experienced pelvic pain (seriousness criterion medically important), depression ("depression"), migraine ("migraines"), heavy menstrual bleeding ("haemorrhagic periods"), osteoarthritis ("osteoarthritis flare-ups"), fatigue ("chronic fatigue") and impaired work ability ("reduction in working hours") and was found to have breast cancer ("breast cancer") and quality of life decreased ("reduced quality of life"). At the time of the report, the fatigue, quality of life decreased and impaired work ability had not resolved. The outcomes for pelvic pain, depression, migraine, heavy menstrual bleeding, osteoarthritis and breast cancer were unknown. No causality assessment was received for essure with regard to pelvic pain, depression, migraine, heavy menstrual bleeding, osteoarthritis, breast cancer, fatigue, quality of life decreased or impaired work ability. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) constant pain [pelvic pain female] , haemorrhagic periods [heavy periods], depression [depression], migraines [migraine] , osteoarthritis flare-ups [osteoarthritis flare up] , breast cancer [breast cancer] , chronic fatigue [chronic fatigue] , reduced quality of life [quality of life decreased] , reduction in working hours [inability to work] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 29-apr-2025. The most recent information was received on 13-may-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("constant pain") in a 44-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of essure insertion, she experienced pelvic pain (seriousness criterion medically important), heavy menstrual bleeding ("haemorrhagic periods"), depression ("depression"), migraine ("migraines"), osteoarthritis ("osteoarthritis flare-ups"), fatigue ("chronic fatigue") and impaired work ability ("reduction in working hours") and was found to have breast cancer ("breast cancer") and quality of life decreased ("reduced quality of life"). At the time of the report, the fatigue, quality of life decreased and impaired work ability had not resolved. The outcomes for pelvic pain, heavy menstrual bleeding, depression, migraine, osteoarthritis and breast cancer were unknown. No causality assessment was received for essure with regard to pelvic pain, depression, migraine, heavy menstrual bleeding, osteoarthritis, breast cancer, fatigue, quality of life decreased or impaired work ability. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-may-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.